Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) was used to treat a patient in cardiac arrest. The platform stopped after performing 3 compressions and prompted to "reposition the patient" message. The patient was repositioned several times, however, the customer was not able to resolve the issue. The patient was of average size and was properly placed on the platform. Following this, the crew immediately performed manual CPR to complete the call. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.

Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4) "stopped after performing 3 compressions and prompted to "reposition the patient" message was confirmed during the initial functional testing and archive review. The cause for the reported complaint based on the archive data review was due to user advisory (ua) 17 (max motor on time exceeded during active operation) error message. The root cause for the observed user advisory (ua) 17 error was due to the defective drivetrain motor, likely attributed to normal wear and tear. The autopulse platform is a reusable device and was manufactured in december 2015 and is nearing its expected serviceable life of 5 years. The defective drivetrain motor was replaced to remedy the fault. Unrelated to the reported complaint, a cracked top cover, and front enclosure were observed during visual inspection. The front enclosure and the top cover needs a replacement to address the issue. This type of physical damage found during visual inspection is characteristic of user mishandling. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. The sticky clutch plate requires deburring to remedy the issue. The probable root cause for the encoder driveshaft issue was due to normal wear and tear. The platform passed the initial functional testing without any fault or error, however, during the run-in test, the platform stopped compressions due to user advisory (ua) 17 error message when the platform was tested with large resuscitation testing fixture, (lrtf) equivalent to the 270 pounds. Thus confirming the customer complaint. A review of the archive data indicated user advisory (ua) 17 (max motor on time exceeded during active operation) error occurred on the reported event date. After parts replacements, the returned autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).